Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a PICC nurse was placing a PICC line with a 26 gauge bd introsyte-n autoguard introducer. After the PICC line was placed it was difficult to completely split and remove the catheter introducer from around the PICC line. When the introducer was finally split, it severed the PICC line in two and the PICC line had to be immediately removed. A new PICC line was placed through the same hole without any difficulty.